Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed while using an access set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Solution was flowing slowly and would not get faster. This was not a no flow event. The drug being infused was normal saline.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.